Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support; however, the customer was unable to complete the check at the time of report. Customer changed the pump supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.